Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, balloon withdrawal resistance occurred. The physician placed a taxus express2 drug eluting stent of unk size. The customer reported "sticky balloon" problem but everything was ok, nothing happened, just resistance in the withdrawal process. No pt complications were reported. Add'l info was requested, but is unavailable.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.